Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type extension product ID 3389-40 lot# 0209520777 implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type lead product ID 3389-40 lot# 0209586814 implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that the ins and extensions were removed on (B)(6) 2024 and the leads were removed on (B)(6) 2024.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID neu_unknown_ext serial# unknown explanted: (B)(6) 2024 product type extension product ID neu_unknown_lead serial# unknown explanted: (B)(6) 2024 product type lead d6b. The explant date is an estimated date (month/year valid) as there was conflicting information provided indicating the ins was explanted on (B)(6) 2024, the extension/lead were explanted on (B)(6) 2024, and then entire system was explanted on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had an appearance of a painful right anterior thoracic inflammatory erythema and fever since 3 days on (B)(6) 2024. The clinical diagnosis was a device infection. The etiology had a probable relationship with the device and therapy - neurostimulator pocket and lead/extension tract. The entire system was explanted and antibiotics were administered. The issue was ongoing.

Event description:
It was reported that the patient right anterior thoracic inflammatory erythema and fever. The patient had an infection, but the products weren't explanted. They had antibiotics administered and the issue was ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.